Event description:
It was reported that the patient was being rewarmed to a goal temperature of 37c in 16 hours from a starting temperature of 34.1c. The patient temperature did not rise however, became cooler 32.6c over the first 5 hours. The device was then placed in ¿max¿ mode to rewarm patient, however the device was ultimately replaced with another device a few hours later. After replacing the device there were no other complications. No serious injury or adverse consequences occurred for the patient.

Manufacturer narrative:
Further information regarding this event was not provided. The user facility did not request evaluation.

Event description:
It was reported that the patient was being rewarmed to a goal temperature of 37c in 16 hours from a starting temperature of 34.1c. The patient temperature did not rise however, became cooler 32.6c over the first 5 hours. The device was then placed in ¿max¿ mode to rewarm patient, however the device was ultimately replaced with another device a few hours later. After replacing the device there were no other complications. No serious injury or adverse consequences occurred for the patient.